Manufacturer narrative:
(B)(4). Returned meter not evaluated.improper use of the product by customer. Customer using wrong strips for the meter; therefore incorrect results were obtained. No further investigation required. Test strips not returned for evaluation. Most likely underlying root cause : mlc-101- user used the wrong strip. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Invalid phone number. Product notification letter sent for customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of 24 and 25mg/dl. The expected fasting blood glucose test result range is 146 to 171mg/dl. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 23 mg/dl date (B)(6) 2017 time: 12:02pm n-fasting, result 2 : 24mg/dl date: (B)(6) 2017 time: 11:07am fasting, result 3 : 25mg/dl date: (B)(6) 2017 time: 11:06am fasting, result 4 : 24mg/dl date: (B)(6) 2017 time: 9:58am fasting, result 5 : 169mg/dl date: (B)(6) 2017 time: 11:34 am fasting. Customer is concerned with low results. Customer is using the wrong test strips which gave her a low result, customer then ate starch to try to bring her blood sugar up. Customer now feels lightheaded.